Event description:
It was reported that the device was explanted due to eri status.please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.